Manufacturer narrative:
The user started receiving glucose suspend alert on 13 oct 2025, day 100 after insertion. The sensor was returned for further investigation. In house testing and review of the raw sensor data showed optical instability in all sensing areas.the glucose suspend alert was asserted after the glucose was blinded when channels fell below the thresholds.a visual inspection of the optics showed signs of delamination of the epoxy filler on delamination on internal electronic components of the sensor on two sesning areas which likely contributed to optical instability observed.as part of the resolution, the user was offered a sensor replacement. B4.date of this report 21 jan 2026. G3.date received by the manufacturer? 21 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.